Event description:
In 2005, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the patient had complained of feeling a "shock" intermittently (twice since implant) when changing from the power base unit (pbu) to battery clips.the patient remains stable and on lvad support while awaiting heart transplant.